Event description:
It was reported the atrial connector is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; atrial output connector is broken. Analysis also found the upper case, lower case, two side bail covers, ring cover, heart block, lead flex cover, two case screws, and heart wire contacts are contaminated. The ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.